Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that a versacross connect was selected for use during left atrium appendage closure. During a transeptal puncture, the rf wire was advanced, but it was unable to move into left atrium. Then, the rf wire was pulled back, the watchman access system (was) sheath angle was adjusted and the second transseptal was attempted successfully. While watchman device was beginning deployment, it was noticed a cardiac tamponade and a large effusion was seen on tee. Therefore, a pericardiocentesis was performed and 300-400ml of blood was removed, draining then slowed and stopped. Patient was supported with epinephrine, and then later on was found stable with no pericardial effusion noted. The watchman was deployed and released. Angiograms were performed in the appendage, and neither the aortic root or right atrium visualized contrast proliferation into any unusual structure/space. Patient was admitted to ICU while ventilated and cta of the chest was performed confirming no unusual bleeding. The patient needed hospital beyond standard of care, but fully recovered, and expected to be discharged. The procedure was completed successfully. The device is not expected to be returned for analysis. No other issues were noted. In the physician's opinion, the rf wire had contributed to the patient complication.